Event description:
Customer reported one erroneous low glum (glucose) result generated by the unicel dxc 800 synchron system on (B)(6) 2009. The erroneous patient result was reported out of the laboratory. The customer then re-ran the sample on the original system and a second system. The repeated test returned results within the expected range. It is not known if there was any change to the patient treatment or care. There is no indication of any serious injury or need for medical intervention to prevent serious injury.

Manufacturer narrative:
Analog to digital conversion plots were provided by the customer for review. The plot data appears to be within specification. A service call was initiated to the account on (B)(4) 2009. As part of the service, the field service engineer replaced the glucose module and retested the system and ran controls. Cultures of the electrode and reagent straw were also performed. No growth was identified. The potassium restrictor and the modular chemistry syringe and barrel were replaced. The glucose electrode was replaced and calibrated. A follow-up with the customer after completion of the service indicated no reported problems. The replaced parts were not received for evaluation. A root cause for this event could not be determined. This is one of three medwatch reports related to three separate events for a single malfunction. See medwatch numbers 2050012-2011-01477, 01850 for each event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.